Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated due to the patient has low body weight and practically no subcutaneous tissue layer. Subsequently it was repositioned and the device migrated for a second time. The plan is to reposition and secure it properly. This s-ICD remains in service. No additional adverse patient effects were reported.